Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event. The difference in time frame reporting versus the event date is due to the clinical event committee board review of the study events and the failure to notify the manufacturer of the change in re-classification.

Event description:
Patient enrolled into the trial. Minor ipsilateral ischemic stroke reported. Prolonged hospitalization due to headache and swallowing difficulties. Neuro consult and MRI/CT of head performed. Patient recovered without sequelae. Please reference MDR 2183870-2009-00185 for the protege rx used in this procedure.